Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Lot specific voluntary recall ra (B)(4) was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Dr. (B)(6) removed the v40 metal head and x3 liner and replaced with another x3 liner and universal biolox head. Per dr. (B)(6) this was caused by metallosis. Patient complained of pain and had elevated chromium ions.